Manufacturer narrative:
The customer¿s concerns that the pumps had bezel damage could not be confirmed. The customer did not return any product for this investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. A device history review showed the source device is returned to service for suspected under infusion. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The file may be closed based on the above facts.

Event description:
It was reported that the pumps had bezel damage. The customer stated that there was no patient involvement